Event description:
P1 had their first cystoscopy and experienced burning on urination two hours later. There was some irritation and the area around the meatus was reddened on re-examination by doctor. The patient was upset and left with their records. The facility has since changed back to using cidex plus.